Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port with an attached groshong catheter in two segments were returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete compound break was noted at the distal end of the attached catheter. The distal catheter segment returned measured approximately 13.5cm in length. A complete compound break was noted on the proximal end of the distal catheter segment. The edges of the complete compound break on the distal end of the attached catheter were noted to be jagged. The surface was noted to be granular throughout. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be jagged. The surface was noted to be granular throughout. Therefore, the investigation is confirmed for the reported fracture, material separation and leak issues. However, the investigation is inconclusive for the reported migration as supporting evidence of the reported migration is not available. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a female patient underwent a port placement procedure using the MRI p port isp - groshong. On (B)(6) 2025, patient allegedly experienced pain caused by leakage of the chemotherapy. When tried to remove the port by pulling it, the catheter allegedly broken inside the patient's body. It was further reported that the tip of the catheter that remained in the body was retrieved by a cardiology doctor using a snare under fluoroscopy. The current status of the patient was unknown.

Event description:
On (B)(6) 2025, a female patient underwent a port placement procedure using the MRI p port isp - groshong via internal jugular vein. On (B)(6) 2025, the patient allegedly experienced pain caused by leakage of the chemotherapy. During procedure, when tried to remove the port by pulling it, the catheter allegedly broken inside the patient's body. It was further reported that the tip of the catheter that remained in the body was retrieved by a cardiology doctor using a snare under fluoroscopy. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.